Manufacturer narrative:
Clinical evaluation approximately 10 years after primary total knee arthroplasty, the insert fixation screw was found loose within the joint. This finding is supported by the available radiographic images. According to the complaint report, the patient presented with knee pain following a fall; therefore, the traumatic event may have acted as a contributing or triggering factor. However, based on the available information, the fall alone appears insufficient to be considered the definitive root cause of the screw back-out. The screw loosening may have developed progressively over time, potentially related to mechanical factors such as insufficient initial tightening torque, repetitive micro-motion, patient-related loading conditions, or other unknown factors. Spontaneous screw back-out has been reported previously and has commonly been associated with insufficient tightening torque administered at the time of index surgery. Since the introduction of the torque-limiting screwdriver, the number of observations, which was already below (B)(4) of cases, has nearly disappeared. Nevertheless, screw back-out after such a long time in situ is very rare. Moreover, the actual timing of onset cannot be determined, as it is unknown whether the screw loosened acutely after the reported fall or progressively before the patient became symptomatic. Based on the available information, no definitive root cause can be established. The event should be considered potentially multifactorial, with trauma as a possible contributing or revealing factor rather than a confirmed primary cause. Batch review performed on 22 may 2026: lot. 154366: (B)(4) items manufactured and released on 22-dec-2015. Expiration date: 2020-dec-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause:based on the information available, no definitive root cause can be established. The screw loosening may have developed progressively over time, potentially due to insufficient initial tightening torque, repetitive micro-motion, patient-related loading conditions, or other unknown factors. The reported fall may have contributed to the clinical manifestation; however, no confirmed device-related root cause can be identified based on the available information.

Event description:
Revision surgery was performed due to screw loosening in the surgically repaired knee, which was observed following a fall approximately 9 years and 9 months after the primary surgery. The surgeon removed the screw and revised the flex left 10mm s4 insert to a flex 4l - 12mm insert at his discretion. The surgery was completed successfully.